Event description:
It was reported during a gastric bypass procedure, the device was used for two minutes and stopped activating. The tip fell it, but was retrieved. Another device was used to complete the procedure. There was no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 05/28/2009. Evaluation summary: the device was returned with the tissue pad missing and with the distal tip of the blade broken off. The remaining blade portion was scratched. As the tissue pad was not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them, and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Possible causes of blade damage including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade "lockout" later in the procedure, and continued usage can result in a broken blade. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.